Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) due to low battery voltage was recorded on (B)(6) 2016, prior to explant. Ramware version 8 was installed on (B)(6) 2010. Analysis of the device memory showed the battery impedance trend varying.

Event description:
It was reported that the implantable pulse generator (ipg) reached normal elective replacement indicator (eri), but increased fluctuating battery impedance caused the device to reach early end of service (eos). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.